Event description:
Patient presented to the physician with exposed lead body at the chest incision site. Patient is on IV antibiotics for a foot infection which physician believes migrated to the ipg site. Physician brought the patient into the or and cleaned the site with antibiotics and repositioned the lead. Physician prescribed oral antibiotics after the procedure was completed.

Event description:
Patient presented back to the physician with an infection. Physician brought the patient into the or and removed the entire inspire system.